Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy inspections/analysis were performed on the returned device. The reported balloon rupture was unable to be confirmed; however, a pinhole tear was noted in the outer member proximal to the guide wire exit notch which is likely what was perceived as the reported rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of air embolism and death are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) as known patient effects. The investigation was unable to determine a conclusive cause for the reported complaint. A conclusive cause for the reported air embolism, cardiac arrest, death and ischemia and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The case description was reviewed by an abbott vascular clinical specialist and the clinical specialist concluded that the relationship of the device issue to the patients death is unclear.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of occurrence. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an occluded ramus branch at the ostium. The lesion was stented in the ramus into the left main with an unspecified stent. A 3.75x12mm nc trek balloon dilatation catheter was advanced and inflated; however, at about 12 atmospheres the balloon started to not hold pressure. It was assumed the balloon began to leak and probably allowed a small amount of air to embolize into the left system. The patient was known to have poor left ventricular function and became rapidly unstable and experienced a cardiac arrest. An angiogram was performed and very poor flow throughout was noted. The patient could not be resuscitated and died. It is unknown if an autopsy was performed. The cause of death is unknown. No additional information was provided.